Event description:
A facility reported via medwatch that there was minimal blood loss (<50 ml) through a cut on the blood pump segment tubing during a hemodialysis treatment on 05/28/1999. The same machine was used on 06/01/1999 and blood was noted to be leaking from the blood pump segment. Blood in the arterial line was reinfused and the rest of the extracorporeal circuit was discarded. Estimated blood loss through the leaking segment and what was discarded was about 500 ml. No medical intervention was necessary. There was no patien complication reported.